Manufacturer narrative:
Concomitant medical products: product ID: 9735740, version: 1.2.0. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a t2-t6 spinal fusion. It was reported the surgeon had placed 2 screws on the left side before handing the rest of the case over to the attending. The attending had placed the next set of screws on the right site of the patient¿s spine and it was noted that both screws had breached the canal. It was noted that there was possible frame movement during the case when creating the patient¿s incision. It was also noted the spine clamp was placed on t8 for this procedure. The site then proceeded to take another spin with fluoro and that screw was noted to be in the canal. It was a felt by the surgeon that the navigation was immediately inaccurate following the second 3d image acquisition, so it was decided to proceed using fluoro to replace the misplaced screws and the remaining screws. The doctor aborted using navigation. This issue occurred intraoperatively and caused a 5-minute surgical delay. Additional information was received stating the screws were inaccurate by approximately 4-5 millimeters medial. It also appeared that the spine clamp that was placed on t8 was not rigidly fixed. A manufacturer representative recommended that the surgeon have as firm a purchase to the spinous process as possible but the surgeon struggled to get it rigidly fixed after multiple attempts. He felt he got as good of a purchase as he could and wrapped am x-ray safe sponge around the base of the clamp and proceeded with the surgery. It was noted the surgeon stated the patient did not experience any complications.

Manufacturer narrative:
Software analysis was done. It was determined that there was insufficient information to determine the root cause of the reported behavior. Logs are not helpful in diagnosing auto-registration accuracy issues. Frame movement after registration is a common cause of accuracy issues but cannot be detected in logfiles or archives. Based on complaint description, suspect frame movement contributed to the reported inaccuracy. (B)(4). If information is provided in the future, a supplemental report will be issued.